Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) device due to a leak at the tubing connected to the base of the pump. The pump did not inflate. No patient complications were reported.